Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 146 mg/dl. The customer was assisted with troubleshoot and the customer stated that pump has not been exposed to temperatures below 41°f. The customer ran self test and received error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. Unit received with multiple pump error 25 alarms while monitoring and pump error 25 alarms were triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph. Constant pump error 68, pump error 49 and pump error 23 after battery changes due to broken black wire on back up lithium battery assembly. A pump error 75 alarmed during self test and unit received with high sleep current measurement due to broken wire on lithium back up battery assembly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label..